Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that batteries were depleting quickly and were not lasting more than one week. Customer's blood glucose were unknown. During troubleshooting, it was found that customer does not use sensor feature, pump is not in vibrate mode, remote feature is off, customer does not use rechargeable batteries, batteries were not previously used, customer does not perform excessive button pressing, customer does not do daily set rewind, and customer uses recommended aaa energizer alkaline batteries. Customer was advised that battery cap would be replaced.